Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a rigid pneumatic probe was opened on an unknown date. According to the complainant, when the device was taken out of the box, there was a tear in the bottom of the packaging that compromised the sterility of the probe. The probe was not used in the procedure therefore, no patient complications have been noted as a result of this event.

Manufacturer narrative:
Visual analysis of the returned device revealed that there were no damages or defects noted. Packaging of the complaint device was not returned for inspection. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a rigid pneumatic probe was opened on an unknown date. According to the complainant, when the device was taken out of the box, there was a tear in the bottom of the packaging that compromised the sterility of the probe. The probe was not used in the procedure therefore, no patient complications have been noted as a result of this event.